Manufacturer narrative:
The device was returned to olympus for inspection. For scope communication error code e226, a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: corrosion on plug unit. For micro connector unit in scope connector was sticky, a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: water leakage. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the bronchovideoscope to the service center for a separate issue. During the device analysis, the service repair technician indicated that scope communication error code e226 occurred and micro connector unit in scope connector was sticky. There was no patient involvement.